Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used during an endoscopic dilatation procedure. The exact procedure date is unknown. During the procedure, the balloon burst. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.